Manufacturer narrative:
The trapliner device was returned for evaluation. Manufacturing records were reviewed and there were no nonconformances related to this lot. The trapliner was returned with a balloon catheter stuck at the distal tip of the trapliner with the balloon deflated. The shaft of the trapliner was severely damaged. The distal tip section was pulled back and the shaft collapsed on itself. Two holes were found along the trapliner shaft. The coil in the trapliner were broken and exposed through the shaft. The proximal half-pipe was peeled away from the hypotube but remained intact. Longitudinal scuff marks were present along the proximal shaft of the trapliner. This damage is consistent with concomitant device interaction and unintended user error.

Event description:
The case was a cto/isr in an rca, no tortuosity. When trying to remove a balloon, it became stuck in trapliner. Physician removed trapliner and noticed the trapliner had accordioned, and he also saw a hole. An orbital atherectomy device was used to fracture the stent while the trapliner was in and multiple balloons were passed through the trapliner. This event occurred at the end of the case, so they did some final balloon inflations to complete case.